Event description:
Patient presented from group home to ed with fever, seizures; baclofen pump "beeping"; patient had pump refilled in (B)(6) clinic almost one month prior, at which time it had been noted. Plan: pump refilled and dose maintained at 987.4 mcg/day. Pump refilled with 40 ml baclofen. New alarm date is set for approximately 2 months from now, rtc for refill prior to alarm date and prn adjustments. Eri is <9 months. Discussed at next 1-2 visits will need to refer for surgery, side port is normal. Patient instructions: your pump is full and dose remains 987 mcg/day. You now have less than 9 months battery life left in your pump. We will plan to refer you to the neurosurgeon in the next 1-2 visits for a pre-op to have the pump eventually switched out. Patient taken to operating room. Pump was interrogated and found with stalled motor. Neurosurgery was consulted for emergent pump; pump replaced, patient admitted for baclofen withdrawal treatment and monitoring.